Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle piece removed from the patient during the same procedure? Was the needle piece retained and left inside the patient? If the needle piece was left inside the patient, please advise: are there any plans to remove the needle piece? What was the needle size used? What is the size of the needle piece that was retained? Was x-ray performed to confirm needle piece was retained in the tissue? Is there any change in the patient¿s post-operative course?

Event description:
It was reported that the patient underwent hemorrhoidectomy on (B)(6) 2017 and suture was used. During the procedure, the needle broke and it was left inside of the patient. Additional information has been requested.